Event description:
It was reported that multiple infusions were connected to two drip manifolds. Toward the distal end of the tubing, the manifolds and individual infusion lines were observed to have a yellow discoloration, suggesting possible backflow of total parenteral nutrition (tpn) into the manifolds and associated infusion tubing, allegedly interrupting the flow of the additional medications. The patient was reported to have experienced hypotension. In response, there was an escalation in infusions and administration of medications to manage the hypotension.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii), the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.